Event description:
It was reported that the surgeon was having difficulties to screw the lead pin into the generator with the setscrew. He tried it with the resistor and this one stayed into the generator and was impossible to remove. Product was opened but not used. Patient was implanted with another generator. The unused generator was returned to manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.